Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that the tube separated from the connector and the connector was stuck inside of the feeding bag. The connection port was found to be cracked and was leaking at the crack. There was no harm to the patient.

Manufacturer narrative:
One sample was received for evaluation. After performing a visual inspection, the connector is visibly detached, and the complaint was confirmed. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The potential root cause for the detached connector is attributed to a workmanship issue. A connector detachment is a condition generated when an operator fails to complete the assembly process thereby missing vital processing steps that assure a complete assembly. For the second issue related to leaking, there was no manufacturing related issue for this specific issue. This can occur when there is a detach of the feeding tube during priming or use. Formal corrective/preventative actions (CAPA) being taken to address this condition are: changes were made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and have a better control with the process assembly, implementing a new solvent dispenser for a better handling of the solvent.